Event description:
Description: in a retail pharmacy setting a new prescription was filled for "true test blood glucose strips #100 to test blood sugar twice daily". The medication that was filled and dispensed to the pt was true track test strips for the same quantity and with the same directions. The pt came back to the pharmacy stating the strips she received were not the right kind for her meter. When the incident was looked into, it was realized the pt had received the wrong strips. The error was corrected and the pt had no issues. This is an error that could have been prevented by double checking ndc numbers when filling prescriptions. Also going over new prescriptions with pts at the time of pick-up could have identified the error before it left the pharmacy. Medication administered to or used by the pt: yes. Outcome: the error was corrected and the pt had no issues. Where did the error occur: community pharmacy. When and how was error discovered: true track test strips. Pt counseling provided: unk. Reporter's recommendations: this is an error that could have been prevented by double checking ndc numbers when filling prescriptions. Also going over new prescriptions with pts at the time of pick-up could have identified the error before it left the pharmacy. (B)(4).